Event description:
It was reported that (1) device was used during a laproscopic nissen. It was reported by the affiliate that the 512sd was being used as a camera port and a tear was noticed half way through the procedure. Another trocar was used to complete the case. There was no consequence to the pt.